Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there were inappropriate pacing spikes seen on the monitor one day post implant of the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.